Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms, replace battery now alarms, low battery alerts or power loss anomalies noted during testing. Unexpected pump error 25 alarm while monitoring, unexpected replace battery alert while monitoring and pump error 25 was triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Event description:
The customer reported via phone call that the insulin pump¿s battery had died 6 times in the past week. It would occur in the middle of the night. They would only be aware that the device died once the customer wakes up. The customer¿s blood glucose during the incident was 89 mg/dl. Troubleshooting was performed. The alarm history had a replace battery and power loss alarm. They had multiple occurrences of a replace battery now alarm without a low battery warning. The insulin pump was returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.